Event description:
"Connection from IV filter to primary tubing failed while infusing taxol. The connector of the primary tubing was stripped. Presumably due to excessive pressure used to tighten the two together."